Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg 226 mg/dl) and alleged it was due to the pump. The customer was unable to identify what the pump issue was. The customer declined tandem technical support's offer to troubleshoot and reportedly, followed up with a healthcare provider.